Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the connection broke during patient use (captured in 3003898360-2019-01238) and the physician proceeded to get another y connector from a new box. When the physician opened the new box, the connector was found broken in the box. No patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the connection broke during patient use (captured in 3003898360-2019-01238) and the physician proceeded to get another y connector from a new box. When the physician opened the new box, the connector was found broken in the box. No patient harm was reported.